Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the patient was experiencing a dual arrhythmia of atrial fibrillation and polymorphic ventricular tachycardia. The patient was appropriately treated with high voltage therapy and started on an anti-arrhythmic medication.

Manufacturer narrative:
Concomitant medical products: dtma1d4 crtd, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received high voltage therapy for an atrial arrhythmia that was detected by the device as a ventricular fibrillation (vf). The cardiac resynchronization therapy defibrillator remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of concomitant products: 4968-60 lead, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.